Manufacturer narrative:
Additional information: h6 and h10. H10: the actual device was not available; however, a photograph and a video of the sample was provided for evaluation. The visual inspection showed an external fluid leakage from the dialysate port. The reported condition was verified. The cause was related to mechanical shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. Initial reporter phone no.: (B)(6). Facility name: (B)(6) hospital of (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with an oxiris, an external fluid leak was observed. There was no patient involvement. No additional information is available.